Event description:
A nurse reported that the vitrectomy probe had poor cutting performance and could not completely cut during vitrectomy surgery. The surgery was completed on same day, and it was unknown how the surgery was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).